Event description:
It was reported that the patient experienced two low flows in the evening and was called into the clinic. The patient was checked, but no explanation was found towards the low flow. A computed tomography (CT) scan was planned to be performed to check for a possible external outflow graft obstruction (eogo).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally communicated that the CT was performed, and the eogo was partially ruled out. It was evaluated to have had minor influence that was determined to not be the cause of the low flow.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) and low flow alarms could not be confirmed based on the provided information. A specific cause for the reported alarms, as well as a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported dizziness, could not be conclusively determined through this evaluation. It was reported that the patient experienced low flow alarms twice. Computed tomography showed eogo, which was noted to have minor influence and was not the cause of the low flow alarms. The cause of the low flow alarms was not identified. Symptoms of dizziness were reported at the times of the low flow alarms. No treatment was performed, and there were no recurrent low flow alarms. There were no changes to patient condition or anticoagulation status, or changes to pump parameters. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev c, and the heartmate 3 lvas patient handbook, rev b, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Event description:
An echocardiogram was performed and found no change in conditions, and the only symptom present in the patient was dizziness during the time of low flows. No treatment was performed, and the patient was sent home after being observed in the ward as there had been no recurrent alarms. A CT scan had been ordered but not yet performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.